Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is-1 terminal pin and screw would not connect on right ventricular (rv) lead. The field representative reported this ICD was not successfully implanted because the locking mechanism on the header was not working properly. In addition, the set screw would not connect to the right ventricular lead. Another ICD was attempted using a lead extender and was successful. The device was explanted and replaced. No adverse patient effects were reported.